Manufacturer narrative:
At bench, the authorized service provider (asp) replaced the central processing unit (cpu) tray cover and verified that the issue was resolved. All test and verification procedures necessary to certify the return of the device to working conditions were carried out satisfactorily. The device was restored to factory settings and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the feet were damaged. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The investigation is ongoing.